Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn stated the event was unrelated to the liberty cycler select, liberty cycler set or any fresenius device(s) or product(s). Additionally, the patient reportedly is having difficulty setting up the cycler due to unspecified physical limitations. Based on the information available, the liberty select cycler and liberty cycler set are disassociated from the event, as there is no allegation or objective evidence a liberty select cycler or liberty cycler set deficiency or malfunction caused or contributed to the serious adverse event. It is well established, those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2019. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient remains hospitalized due to peritonitis. The patient remains hospitalized and is being treated with intravenous vancomycin (dosage, frequency and duration unknown). The pdrn was unaware of the offending organism, cell count results or the cause of the infection. The patient has reportedly been struggling while setting up the liberty select cycler due to physical limitations, however the patient wishes to continue pd therapy regardless of the (informed) risks. The pdrn reported the patient's peritonitis was not due to the liberty select cycler or any other fresenius device(s), drug(s) or product(s). The patient continues to undergo pd therapy while hospitalized and is recovering from the event.

Manufacturer narrative:
The initial report inadvertently reported the incorrect aware date of (B)(6) 2019. However, the correct aware date is (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.